Manufacturer narrative:
This report is based upon information provided to irrimax. Specific patient information was not provided by or is not known by reporting physician. The previous paragraph shall be included in any information or report disclosed to the public including information or reports provided under the freedom of information act.

Event description:
According to the physician, irrisept was used in a re-operation within 3-4 days involving the abdomen and the number of adhesions "was not normal."